Event description:
It was reported that: "on (B)(6) 2012, I was told by surgeon that the surgery on (B)(6) 2012 acetabulum had failed. Another surgery was scheduled for the (B)(6) 2012 to revise patient. No additional information or medical records available per hospital policy.

Manufacturer narrative:
Method - review of device history: an evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information including x-rays and medical records) is not made available either. Review of the device history records indicates all device manufactured were accepted into final stock with no reported discrepancies. Should additional information become available, the evaluation summary will be submitted in a supplemental report.